Manufacturer narrative:
On july 26, 2023, mentor received the following additional information. The patient report additional symptoms which included loss of quality of life, upper gastrointestinal bleeding, inability to eat, pancreas issues, liver issues, abnormal lymph nodes, depleted vitamin d, depleted vitamin b12, abnormal blood work, and the inability to function. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient experienced muscle weakness, aches/pains, joint pain/stiffness/swelling, diarrhea, stomach cramps/pain, bloating, acid reflux, nausea, food sensitivities, rashes, hair loss, dry skin, dizziness, migraines, anxiety, confusion, insomnia, numbness/tingling in extremities, fatigue, fever, chest pain, weight gain, irregular heartbeat, pain and hardness in the breasts, inflammation, swelling, and blood in the mucus, vomit, and stool. In addition, the patient had myasthenia gravis and celiac disease. During a consultation with a medical professional, she was diagnosed with bilateral baker grade iii-IV capsular contracture of her breasts. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2023. Upon explantation, bilateral implant site calcifications were observed. The date of implantation and event were provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.refer to manufacturing report number 1645337-2023-07818 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, autoimmune disorder manufacturer¿s reference number: (B)(4).